Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  Still pending is the manufacturer record evaluation. Therefore, a supplemental report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring a pericardiocentesis. When ablating the left atrium (la) roof, the patient¿s blood pressure dropped. A cardiac tamponade was confirmed by intracardiac echocardiogram. Pericardiocentesis was performed and positioned using the body surface echocardiogram and the blood pressure was stabilized. Patient¿s condition improved. There is no further information about the hospitalization. The physician commented that it was not caused by a defect in the product. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
Additional information was received on january 16, 2020. The patient is an 85 year old female patient (59kg). This adverse event was discovered during use of biosense webster products. The product investigation was completed on february 7, 2020. Investigation summary: it was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. When ablating the left atrium (la) roof, the patient¿s blood pressure dropped. A cardiac tamponade was confirmed by intracardiac echocardiogram. Pericardiocentesis was performed and positioned using the body surface echocardiogram and the blood pressure was stabilized. Patient¿s condition improved. There is no further information about the hospitalization. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30266340m number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s reference number: (B)(4).